Event description:
A customer contacted beckman coulter inc., (bec), and reported that after replacing the waste filter on the coulter act diff 2 analyzer they noticed a leak. The customer does have an exposure control or risk management plan in place and the material safety data sheet (msds) were reviewed. The customer was wearing gloves, gown and was not exposed to any fluid. There was no change to patient treatment and medical attention was not sought. Patient samples were not impacted.

Manufacturer narrative:
While troubleshooting with the bec call center the customer discovered a hole in tubing connected to the waste filter. The tubing was replaced and the leak was resolved. Service was not dispatched for this event. Root cause for the leak was a hole in tubing connected to the waste filter. (B)(4).